Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.5; lab: 3.0. Pt was recently hospitalized and caller thinks pt may have received heparin flush. Pt is on antibiotics; did not specify type of antibiotics or how long pt has been taking them. Pt is also on lovenox.

Manufacturer narrative:
Investigation pending.